Manufacturer narrative:
Unique device identifier (B)(4). The field service engineer made various adjustments to the analyzer. He performed precision testing with acceptable results. After service, the customer performed calibration and qc with passing results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys pth stat immunoassay results for one patient tested on a cobas 6000 e 601 module. The customer confirmed pth qc was acceptable prior to the event. The patient's initial pth stat result was reported outside the laboratory. After the initial result was reported, the pth qc failed. The customer replaced the reagent pack and had passing calibration and qc results. The customer pulled the patient's sample for repeat testing on a different analyzer for confirmation. The patient's initial pth result was 106.6 pg/ml, and the patient's repeat result was 81.82 pg/ml. The customer determined the patient's repeat result was correct. The pth reagent lot number was 49083902 with an expiration date requested but not provided.

Manufacturer narrative:
The investigation confirmed the customer's last calibration performed was ok. The customer's qc results were requested but not provided. The investigation found the sample centrifugation speed exceeded the tube manufacturer's recommendations. The investigation reviewed the system's alarm trace and did not find any abnormalities. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.